Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the lens was not fully implanted. Section d6b: if explanted, give date: not applicable, as the lens was not fully implanted, therefore not explanted. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was a "bad load". Through follow-up, it was learned that "bad load" meant "poor flexibility of the load" or "poor flexibility of the lens". The issue was not due to use error. The lens was partially inserted in the left eye. There was no patient injury. No medical or surgical intervention or additional surgical maneuvers were required. The procedure was completed successfully using a back-up lens (same model and diopter). Balance salt solution (bss) was used at room temperature. After the inserter was prepped, there was no delay in surgery before advancing the lens. It was noted that the lens "moved a little" when trying to advance. The product is not available to be returned. No further information was provided.